Manufacturer narrative:
Follow up with the end user's son: the end-user is (B)(6) with alzheimer's, congestive heart failure, and other issues in knees and ankles. The end-user was suffering from a wound and facility put an air mattress and half rail on bed, instead of the full rail and spring mattress bed was designed with. The end-user fell out of bed, was taken to hospital, and suffered a contusion on left hip and aggrivated both knees and ankles.

Event description:
Allegedly customer fell out of bed; the air mattress on bed from facility to high from the rails.